Manufacturer narrative:
Since device is not available for evaluation, it is not possible to determine the cause of the reported event.

Event description:
After a nurse gave an injection, the needle did not retract, resulting in a needle stick injury.